Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's father called and stated that his son was not doing very well and needed assistance. The customer's son uses an insulin pump. The caller did not provide any details. The customer's blood glucose was not provided. Nothing further was reported.